Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime or a33 test due to loose or protruded or flush drive support disk. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap of the insulin pump was sticking out. The customer¿s blood glucose was unknown. The troubleshooting was performed for the damage. The customer was advised to ensure they discontinued from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.